Manufacturer narrative:
Device received with stripped battery cap coin slot and minor scratches on lcd display window noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, self test, prime/a33 test, excessive no delivery test and occlusion test, no anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's act button was stuck. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump battery cap was worn, screen was scratched and unexplained no delivery alarms. The insulin pump will not be returned for analysis.